Manufacturer narrative:
The pod was received fully deployed. The download data contained no timeouts, drives stalls, or hazard alarms, indicating there was no struggle to deliver insulin. The pod completed priming sequence. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would result in the needle being unable to deploy. Inspection of the bottom housing and environmental seal found no damages or manufacturing deficiencies that would result in the needle being unable to deploy. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.